Event description:
A jackson pratt frain was placed during surgery on 3/5/92. Upon removal 3/10/92 the drain was noticed to not be intact. An x-ray was taken and endoscopy performed. It could not be located. Amedical decision was made to do nothing further to remove it. Photographs were taken of the portion removed but cannot be located. The drain was discardeddevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: device discarded - unable to follow-up, device unavailable for follow-up investigation examination. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device use continued with restrictions/limitations, user education provided, inserviced by manufacturer/distributor representative. The device was destroyed/disposed of.